Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 16. Details of surgery: bone overheating, sinus augmentation and immediate extraction site. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, swelling, bleeding, fistula and inflammation. No further patient complications were reported.